Manufacturer narrative:
The actual device was not available; however, three photographs of the sample were provided for evaluation. Visual inspection of the photos showed the units were filled with blood. Blood on the dialysate side was visible for all three units. The reported condition was verified. As the actual device was not returned, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient treatment, three incidents of internal blood leak was observed on a theranova 400 dialyzer. There was no patient injury or medical intervention associated with this event. No additional information is available.